Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly would not fully inflate. It was further reported that the pta balloon allegedly would not deflate and it was alleged that it was difficult to retract the balloon through the sheath and access site. Additional medical intervention (suture) was required at the access site after removal of the partially inflated balloon catheter. There was no reported impact or consequence to the patient.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. Image/medical record review: no images/medical records were provided. Visual/functional inspection: the device was not returned for evaluation. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Equipment required: luer lock syringe/inflation device with manometer (10ml or larger).

Event description:
It was reported that the pta balloon catheter allegedly would not fully inflate. It was further reported that the pta balloon allegedly would not deflate and it was alleged that it was difficult to retract the balloon through the sheath and access site. Additional medical intervention (suture) was required at the access site after removal of the partially inflated balloon catheter. Reportedly, the procedure was successfully completed with another pta balloon catheter via a second access site. There was no reported impact or consequence to the patient.